Event description:
Customer initially reports item caught fire during a procedure. On (B)(6) 2014, operating room nurse reports the procedure was a video assisted thoracoscopy. After doctor removed the device from pt contact, it sparked, ignited, and melted insulation. No harm done to anyone and ignition readily put out.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based on the reported info.